Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. The transmitter ultimately regained connection with the pump. The transmitter was in use past 90 days. The customer was instructed to purchase a new transmitter. No additional patient or event information was available.